Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the catheter hub presented more difficulty than usual when slitting the catheter, resulting in the physician to feel like there might be an issue with the hub. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial of the delivery catheter was returned and analyzed. Analysis indicated that the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. Visual analysis of the lead indicated damage during use. The analyst noted that visual inspection found there was not a straight line slitting on the hub at the beginning point and that caused the spiral slitting on the hub and the catheter. If information is provided in the future, a supplemental report will be issued.